Event description:
The hospital reported that during a coronary artery bypass procedure, the maquet logo plate on the acrobat suv vacuum stabilizer system, st fell out during use. The same unit was used to complete the procedure. There were no patient effects. The product was discarded.

Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).